Event description:
Pt received a 1.8gbq brachytherapy implant of sir-spheres into both lobes of the liver in 2002. The implant was to treat non-resectable liver metastases from large bowel cancer. Liver contained 3% tumor. Pt developed symptoms of jaundice & fever, and had increasing liver function tests (lfts). Pt subsequently diagnosed with cholangitis 2 months later, which is an unexpected adverse event from treatment with sir-spheres. Treating physician does not suspect a relationship between the concurrent chemotherapy and the adverse event, although both irinotecan and 5-fluorouracil are known radiosensitisers. In 10/2002 the initiator reported the pt had cholethiasis and cholecystitis, also unexpected events. On 10/14/2002 the sirtex medical director advised steroids should be commenced to settle inflammation, and a biopsy to be performed to confirm diagnosis of radiation hepatitis, a known risk of treatment. This is the current status.